Event description:
Caller reported a cartridge alarm 20 that occurred during pumping. There was no adverse impact to the customer's blood glucose level. The company's technical support decided to replace the customer's pump and instructed the customer to switch to multiple daily injections as backup therapy. Support confirmed the shipping address and arranged to send a replacement pump with updated software. Caller was advised on steps to take upon receiving the new pump and instructed to return the faulty pump using a pre-paid return label. The caller understood and acknowledged all instructions.